Event description:
The intn'l affiliate representative reported that the unit failed to power up during the shift check. This event is an asia-pacific optical switch malfunction which prevented the device from powering on, and which is related to the incidents discussed with FDA representatives in 2009.

Manufacturer narrative:
The philips asia-pacific representative reported that the unit failed to power up during the shift check. The device was evaluated by a philips contracted distributor, and an optical switch failure was identified. The complaint is still being investigated by philips to confirm the root cause of the failed component. A follow-up will be submitted, upon completion of the investigation.